Event description:
It was reported that during a ptca/stent procedure, the stent was advanced on the guide wire when it became stuck. When the stent delivery system (sds) was pulled back, the tip stayed on the guide wire. The sds tip was pulled off, and a new stent was used to complete the procedure.